Event description:
It was reported that this lead was capped and left in patient due to oversensing with inappropriate shocks approx. 60 months after the implantation. The associated ICD was explanted and not replaced. There is no indication for ICD anymore. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 24th of july 2022 and 20th of march 2023 recorded an initially constant pacing impedance of 500 ohms with an increase to >1000 ohms at the end of recording period. Aside from that a slightly fluctuating shocking impedance of 90 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.